Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, when the telemetry wand was placed over the device, the pacer mode switched to doo at 65 ppm. The printout showed that the device was in vvi and dashes (---) were noted for some parameters. When the device was reprogrammed and interrogated, the mode reverted to doo again.